Manufacturer narrative:
The insulin pump was received with no motor error alarms; and the motor was tested outside the device and passed. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case battery tube threads and minor scratched display window.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Customer expressed the following symptoms of high blood glucose levels: tired, vomiting, diarrhea. It was reported that the insulin pump alarmed motor error during basal. Customer's blood glucose reading was 356 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.